Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter. We received a catheter, two bd wangs guide wire and a snare. Both bd wangs guide wire was found broken right at the tip, the test guide wire went through the catheter without any resistance. Aspiration test was performed, and nominal aspiration level was achieved. The user report does not provide more detail information when the break occurred and therefore, it is not clear how the guidewire tip break happened. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, guidewire moving together with the catheter, guidewire overheating and break. Moreover, guidewire tip break can be result of the catheter working too close to the guidewire tip and interfering which can result in break or due to tortuous anatomy while retrieving the guidewire. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a recanalization procedure using aspirex device. During the recanalization procedure, it was reported that the catheter allegedly didn¿t work and the guide wire loses the tip. There was no reported patient injury.